Event description:
It was reported that during a level 1 anterior cervical discectomy and fusion with cervios and vectra, the surgeon used a 5 mm curved trial and could not insert the trial more than a few millimeters. He then decided on a 5 mm cervios implant together with a 5 mm curved insert and loaded it onto the small implant holder. While implanting, it immediately sunk into the disk space without contact to the cranial or caudal endplates. He changed backward and forward between the trial and implant to demonstrate the difference in size. Help was offered to open a 6 mm curved cervios cage with 6 mm insert and to send the 5 mm cage back for a device report. The 6 mm cage and insert made the ideal fit and surgeon was very happy with the outcome. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as no product was received for evaluation.